Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported unable to deliver medication though a clave port were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to deliver medication though a clave port. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified 50 ml syringe was connected to the clave secondary port on the cassette of the tubing set for a syringe delivery of an unspecified volume of daptomycin 1000 mg and the delivery was started. No specific programming parameters were provided. It was reported that approximately 15-20 minutes after the delivery was started, the nurse noted that the pump indicated that the medication was being delivered; however, the syringe remained full. The customer contact reported that the nurse disconnected the syringe from the clave secondary port and then reconnected the syringe to the clave secondary port. The customer contact reported that again the medication would not deliver. The nurse again disconnected the syringe from the clave secondary port and connected the syringe to the distal clave y-site of the tubing set and delivered the medication manually, via IV push. The tubing set remained in clinical use. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.